Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn:m365db2202450, model:db-2202-45, serial: (B)(6), batch: 7095710.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a lead revision due to a high impedance during the stage 2 procedure to implant the dbs implantable pulse generator (ipg). The surgeon wiped down and reconnected the lead, but the impedance remained. The patient was doing fine post-operatively.